Event description:
It was reported to medtronic neurosurgery that a shunt that was implanted in 2005 allegedly was not working well and the pt's symptoms became worse. Replacement surgery was performed.

Manufacturer narrative:
The valve was patent. It passed reflux testing, however it did not meet requirements for siphon testing. The valve had a pinhole sized nick in the delta chamber. Therefore, it did not pass leak testing. The device met pressure-flow specs for the following parameters: pressure level 0.5, 0 cm hp, all flow rates; pressure level 1.0, 0 cm hp, all flow rates; pressure level 1.5, 0 cm hp, 20.4 ml/hr. The remaining parameters for pressure flow testing and preimplantation testing were not met. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a lot cut and tear resistance. All of our valves are 100% tested at the time of manufacture.